Event description:
It was reported that this implantable lead was explanted due to unknown product performance issue. A new lead was placed. No additional adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).